Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, low impedance was observed. X-ray revealed the lead had dislodged. Due to the condition of the lead the physician elected to explant and replace the lead.